Event description:
(B)(4). Event occurred in the (B)(6). The patient reported that the infusion set's tubing disconnected from the site where the infusion set connects to the body. Upon investigation, it was found that the tubing was detached from the tubing connector. No further information available.